Event description:
It was reported that while using the bd vacutainer® k3e 5.4mg plus blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: positive pressure inside the test tube such as to make sampling difficult.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k3e 5.4mg plus blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: positive pressure inside the test tube such as to make sampling difficult.